Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (strange alarm/hot to touch/will not power on) was confirmed. Upon eval, multiple power supplies were shorted, high voltage capacitor c22 was detached from the solder pad, and multiple components were thermally damaged. The cause of the inability to power on is the shorted power supplies. The cause of the shorted power supplies is excessive current. The cause of the thermally damaged components is excessive current. The cause of the excessive current is a broken positive lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). Results will be monitored. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was giving off a strange alarm and felt very hot to the touch. When customer support attempted to troubleshoot, the pt also reported that the monitor would not power on. The pt was issued a replacement monitor.